Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully completed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, transesophageal echocardiogram (tee) showed a thrombus on the surface of the closure device. No patient complications were reported.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was successfully completed using a watchman flx laa closure device with delivery system (wds). During a routine follow up examination transesophageal echocardiogram (tee) showed a thrombus on the surface of the closure device. No patient complications were reported. It was further reported the alleged thrombus was not a thrombus but tissue on the surface of the closure device as part of the endothelization process.